Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber expired after 3-5 minutes at 35,881 joules of use. The case was completed using a second fiber. There was no report of injury.

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber cap shows signs of a circumferential fracture of glass cap proximal to fiber/cap fusion zone underneath the metal cap. The fiber proximal to fracture can rotate independently of metal cap. This failure mode is indicative of a fracture beneath the metal cap. The metal cap exhibits burnt on detritus, devitrification, and char. The glass cap exhibits devitrification at the output window. The tir is misaligned with the metal cap. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. Based on the analysis above, the potential for forward firing may exist. The most probable root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure.